Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The plastic coating around the torque wrench is broken.

Manufacturer narrative:
Examination of the submitted sig fem adpt torque wrench confirms the black cap protector is broken and has disassembled from the wrench. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.